Event description:
The provue analyzer posted an error message indicating the inability to identify liquid levels. The customer observed droplets of fluid on the foil of the mts gel cards on the ortho provue analyzer. The customer informed the ocd field engineer (fe) that the probe was dripping. Fluid on top of the gel card foil can lead to carry over and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. The customer detected the issue, aborted the run, and prevented the possibility of erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and replaced the wash station and verified the vacuum and pressure. The fe noticed fluid drip during qc testing. The fe replaced the tubing from the clot detection board to the probe and silicon tubing at the board. No definitive root cause could be determined, but the appropriate replacements and repairs, returning the analyzer to expected operation. The customer has not logged any complains on this instrument since this incident.